Event description:
Determined to be reportable based on analysis approved on 12/1/06. It was reported that during a stenting treatment procedure there was difficulty crossing the lesion. A 2.25x16mm express2 monorail was advanced toward the right coronary artery (rca), however, the physician was unable to cross the lesion. The procedure was not completed due to this event. There were no pt complications or injuries reported. The pt status is unk.

Manufacturer narrative:
Visual and microscopic examination of the stent revealed damage to the proximal end. The proximal stent struts were bent. The stent of the returned catheter had moved distally on the balloon approx 5 mm. The balloon was tightly wrapped and did not appear to have been subjected to any positive pressure. There is no evidence that the device was improperly manufactured. Further examination of the bent stent struts did not reveal any inherent material deficiencies that would have contributed to the stent damage. The mfg records for batch 8700436 have been reviewed and no issues or discrepancies were found. This record review confirms that the device met all material, assembly, and performance specs. The root cause of the difficulties experienced during the procedure could not be determined.